Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, high impedance was observed. The lead was removed from the pocket and a bunching of the insulation was observed. The lead was no longer used and a replacement lead was implanted at that time.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. All the damage identified was consistent with that occurring at the time of the explant procedure.